Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The following was found during a maude review: it was reported that a patient had a midshaft clavicle that was treated with an arthrex clavicle plate on (B)(6) 2021. Reduction was an anatomic with no concerns leaving the operating room. Patient returned on (B)(6) 2021 for follow up and the hardware had failed and screws were free floating. The patient is very healthy and compliant. On (B)(6)2021 the plate was removed and replaced with a synthes clavicle plate.